Manufacturer narrative:
Patient information updated due to new information received. Event description updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the field service engineer (fse) found the charging port pin is pushed in. Response received to good faith effort indicated the device was not in clinical use at the time of the event, no patient or user health consequences or impact occurred.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the field service engineer (fse) found the charging port pin is pushed in. It is unknown if the device was in use on a patient at the time of the event. A request for additional information regarding the incident has been sent and the response is not yet received.